Event description:
It was reported that during a thoracotomy with wedge resection procedure, the staples did not form. A second like device was used and the same thing happened. A third like device was used to complete the procedure. There was no patient consequence.